Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, a break was discovered in the forceps wire. Additionally, as noted, the adhesive part of the lighting lens was peeling and compromised. The angle knob was out of specification due to the damaged angle wire. Wrinkles were found in the insertion tubing and in the universal cord. Scratches were noted on the tip cover, the insertion tubing, the switch box, the cylinder, and the grip. The electrical connector was also difficult to remove. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned their evis lucera duodenovideoscope due to a forceps elevator wire having been completely cut off. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the adhesive on the lighting lens had peeled off and there was a gap in the tip. This report is being submitted to capture the compromised adhesive discovered during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility instruct the method of handling the device regarding usage environment. Olympus will continue to monitor field performance for this device.